Manufacturer narrative:
(B)(4). Investigation: the disposable set was not returned for evaluation. The manufacturing records, and testing and inspection records were reviewed for this lot. No anomalies were noted and the product conformed to current established specifications. Three bags from the retention samples of this lot were visually examined. One bag was tested for solution volume and the other two were tested for the composition of the solution. There were no abnormalities in appearance and measured values conformed to in-house standards. The distribution of the cationization level of actual filters was checked and it was found that the cationization level of some filters was out of range. Investigation of the manufacturing change control history for the past two years, confirmed that the specification for the cationizing agent had been increased. This change had been implemented, to allow greater stability in production. As a result of testing for impact of the cationizing agent on the filters, it was decided to change the cationization method and return to the original cationization specifications. Root cause: the following root causes were determined: as a result of the increase in the amount of the cationizing agent, the cationization level of the filter which was integrated into the sterilized product, increased. The distribution range of the average cationization level of the combination of filter membranes was wide and showed some membranes were less than the specification and others were over the cationization specification range. Corrective action: the following corrective actions were implemented. The amount of the cationizing agent was restored to the previous manufacturing specifications. A new filter control method was created, and the control criteria of the average cationization levels was reduced.

Event description:
The customer reported that they had 1 unit of plasma derived from whole blood with a red tinge they believe is due to hemolysis. There was not a transfusion recipient or patient involved at the time of whole blood processing,therefore no patient information is reasonably known at the time of the event. Donor unit#: (B)(6). The disposable set is not available for return because it was discarded by the customer.